Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead showed electromagnetic interference (emi) over sensing in the past, but afterwards continued showing noise over sensing with more emi and two seconds pauses in pacing. Furthermore, there was an inappropriate atrial tachy response (atr) event due to t wave over sensing. The patient has not been seen in clinic for three years according to health care professional. Finally, the device has delivered inappropriate anti-tachycardia pacing due to the noise over sensing. Isometrics and measuring size of noise to determine if ventricular sensitivity programming would help were recommended for this system of crt-d and rv lead that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes, h6 field.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead showed electromagnetic interference (emi) over sensing in the past, but afterwards continued showing noise over sensing with more emi and two seconds pauses in pacing. Furthermore, there was an inappropriate atrial tachy response (atr) event due to t wave over sensing. The patient has not been seen in clinic for three years according to health care professional. Finally, the device has delivered inappropriate anti-tachycardia pacing due to the noise over sensing. Isometrics and measuring size of noise to determine if ventricular sensitivity programming would help were recommended for this system of crt-d and rv lead that remains in service. No adverse patient effects were reported.